Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has high blood glucose of 600 mg/dl. Customer indicated that it was suggested that he utilize a shorter cannula which has been working fine for him. Troubleshooting was offered for high blood glucose but the customer declined. The customer was advised to follow up with their doctor regarding the high blood glucose, or seek medical attention and to call back at a later date to troubleshoot. No further information was provided.